Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a tear. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited an issue with the extension performance.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a tear. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead during the implant procedure. An alternate lead was placed. No patient complications have been reported as a result of this event.